Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 300 mg/dl. The customer was treated with injection. Customer was admitted to the hospital. The customer caused of hospitalization was stroke. Customer were unable to complete the troubleshooting guide.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.